Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge and 2.25mm x 12mm nc emerge balloon catheter were each used consecutively for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a another of different device. There were no patient complications reported and patient condition was stable.